Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, "doctor (B)(6) of the hospital performed a mvr [mitral valve replacement], all sutures were in position and the valve sit in the mitral position. When doctor (B)(6) try to removed the handle he heard some strange sound. Then he found one leaflet was broken. Doctor (B)(6) removed the valve and pick out the broken leaflet. The operation was completed by using another on-xm25. Patient was fine after the operation."

Manufacturer narrative:
According to the initial report, ¿[the surgeon] of the hospital performed a mvr [mitral valve replacement], all sutures were in position and the valve [onxm-27/29, sn (B)(4)] sit in the mitral position. When {the surgeon] try to removed the handle he heard some strange sound. Then he found one leaflet was broken. [The surgeon] removed the valve and pick out the broken leaflet. The operation was completed by using another on-x m25. Patient was fine after the operation.¿ a sample review was performed on the on-x mitral heart valve ¿ 27/29 (onxm-27/29, sn (B)(4)) by the engineer on 10/21/2016 via gross visual examination and sem (scanning electron microscopy) and eds (energy-dispersive x-ray spectroscopy) by a third-party lab, (B)(4) engineering. No fracture initiation site could be determined. The third party analysis confirmed the absence of trace metal fragments on the valve indicating that surgical instruments were not applied. A definitive root cause could not be determined but was likely due to excessive force applied to the leaflet causing fracture. This is in direct contradiction to the IFU sec 4.2 which states ¿avoid damaging the prosthesis through the application of excessive force to the valve orifice or leaflets.¿ no further action required. The manufacturing records for the onxm-27/29, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. The failure mode identified during the sample evaluation is a monitored event assessed in the bi-annual risk assessment for the on-x heart valve. This event does not identify additional hazards or modify the probability and severity of existing hazards.